Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that nothing visible on screen, insulin pump stopped working. The customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with blank display, problem isolated to lcd board. Unable to perform operating currents, self-test, unexpected restart error, rewind, basic occlusion, occlusion, prime or compromised force sensor system, excessive no delivery and displacement test or verify battery out limit alarm due to blank display.